Manufacturer narrative:
The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent a surgical procedure in which the tactra malleable implant was removed and replaced with an inflatable penile prosthesis (ipp) due to unspecified reasons. No further information was provided.